Event description:
It was reported that this patient expired one day post-implant of this cardiac resynchronization therapy defibrillator. The patient reportedly also was covid-19 positive and was on a ventilator. There was no allegation against device functionality. No information was available regarding the location of the device.